Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizure.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2024. The patient experienced a cgm accuracy issue which occurred 2 days after the sensor was inserted into the arm. On (B)(6) 2024, while at work, the patient experienced a seizure. The patient¿s cgm was reading 72 mg/dl. The patient¿s co-workers called emergency medical services (ems). Once ems arrived, the patient¿s bg meter reading was 20 mg/dl. The patient was provided with sugar water by ems and regained consciousness after treatment. Ems transported the patient to the emergency room (ER). The was no documentation of further treatment/medication provided to the patient at the ER. The patient was discharged home later the same day. The patient was doing fine at the time of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2024. The patient experienced a cgm accuracy issue which occurred 2 days after the sensor was inserted into the arm. On (B)(6) 2024, while at work, the patient experienced a seizure and then lost consciousness. The patient¿s cgm was reading 72 mg/dl. The patient¿s co-workers called emergency medical services (ems). Once ems arrived, the patient¿s bg meter reading was 20 mg/dl. The patient was provided with sugar water by ems and regained consciousness after treatment. Ems transported the patient to the emergency room (ER). No further treatment was provided to the patient in the ER as the patient had already regained consciousness (due to ems' previous treatment of sugar water). The patient was discharged home later the same day. The patient was doing fine at the time of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).